Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasions were noted at 8.3-9.6cm, 8.2- 9.2cm, 9.8-10.3cm, 11.0-11.3cm, 12.2-12.5cm, 13.0-13.2cm, and 15.0-15.4cm from the distal tip, consistent with lead friction to another device.